Event description:
Arthrowand malfunctioned during case. First wand would not work from the start, displayed e7 error code when tried to use it. Second wand worked for a minute then displayed e7 error code. Tried 2 different arthrowand boxes. The arthrowand box that was in our room was #2. Both arthrowands and packaging were kept.